Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image shows signs of lens detachment. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had the image becoming distorted and e104 (anti-fogging function malfunction) occurred. The problem was not resolved even after restarting or reconnecting. Horizontal noise appeared across the entire monitor. There were no reports of patient harm.